Manufacturer narrative:
(B)(4): this complaint for a system error 2240 (air in set) during drain 3 of 5 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on a home choice (hc) during use in dwell 3 of 5. The baxter technical service representative (tsr) had the home patient (hp) check lines and bag and found that one supply bag connector was loose and had been leaking. There was patient involvement. There was no patient injury or medical intervention necessary. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The hp stated that there was a loose connection. The hp said that she did not screw the luer lock completely. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.